Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the first clip was noted to be loose in the jaws upon advancement of the clip. The clip did not form properly. New product was opened and used without incident. There were no adverse consequences to the pt.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the first clip was noted to be loose in the jaws upon advancement of the clip. The clip did not form properly. New product was opened and used without incident. There were no adverse consequences to the pt.